Event description:
Boston scientific received information that this patient's right ventricular (rv) lead was suspected to have been fractured in the high voltage portion of the lead. Boston scientific technical services (ts) discussed a possible shorted condition since both the device and rv lead were extracted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.